Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. Vascular access was obtained with a 6fr introducer sheath. The restenotic target lesion was located in the very angulated right renal artery. After a guide wire crossed the lesion, a 5.0x30x135cm express® ld biliary stent was advanced but became stuck while trying to cross the lesion. During withdrawal of the device, the proximal struts were deformed, causing the stent to come off the stent delivery system and remain in the groin. Subsequently, the introducer sheath was changed to a 10fr introducer sheath and the dislodged stent was removed using a snaring device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The detached stent was returned separately in a vial. A review of the stent measurements highlighted no abnormalities. An examination of the detached stent found that the stent was compressed in sections and one end of the stent was stretched out. A visual examination of the returned device confirmed that the balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Stent crimp marks were visible on the balloon material indicating that the device was crimped correctly during manufacturing. A visual and tactile examination and tactile examination identified no issues with the tip. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. Vascular access was obtained with a 6fr introducer sheath. The restenotic target lesion was located in the very angulated right renal artery. After a guide wire crossed the lesion, a 5.0x30x135cm express® ld biliary stent was advanced but became stuck while trying to cross the lesion. During withdrawal of the device, the proximal struts were deformed, causing the stent to come off the stent delivery system and remain in the groin. Subsequently, the introducer sheath was changed to a 10fr introducer sheath and the dislodged stent was removed using a snaring device. No patient complications were reported and the patient's status was stable.